Manufacturer narrative:
(B)(4). The product will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As the product will not be explanted and returned for analysis, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was reported that this crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected and device replacement was recommended. It was reported that due to the patient's clinical condition, a device replacement procedure will not be performed. The crt-d was deactivated and at this time, remains implanted and in service. No adverse patient effects were reported. This device is a part of the low voltage capacitor advisory population, initially communicated on august 29, 2013.